Event description:
A healthcare professional reported that he obtained wrong biometry regarding the intraocular lens (iol) selection. Although the pt was expected to be emmetropic, 30-40 days after surgery the pt had +1.5 d hyperopia. Additional info has been requested but not received to date. This is one of three medical devices reports being filed for this facility.

Manufacturer narrative:
The service report has been received but the investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. Additional info has been requested but not received to date. (B)(4).